Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: implant surface not completely covered with bone and nerve encroachment. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.